Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: when the crimper for transverse connectors in question was used for the final cerclage, the tip of device was broken. This report is 1 of 1 for complaint (B)(4).